Manufacturer narrative:
The device was not returned for analysis. An event of valve under expansion was reported. During the procedure, the activated clotting time was 345 seconds, and heparin was administered. The final implant depth at the non-coronary cusp (ncc) measured 4.7 mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve under expansion could be due to procedural complications (valve position). However, this cannot be confirmed. The reported unexpected medical interventions is a result of case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The activated clotting levels (act) were 345s and heparin was given. A pre-implant balloon valvuloplasty done with a 22mm non-abbott balloon. The valve was implanted after 3 full re-sheath due to implant depth was low. A post-implant balloon valvuloplasty done with a 22mm non-abbott balloon due to under expansion. The final implant depth was 4.7mm on the non-coronary cusp (ncc). On (B)(6) 2025, a suspicious moderate perivalvar leak (pvl) and a follow up control planned.